Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After burring staff noticed that anspach motor was leaking a black fluid, appears to be an oil of some sort from the inside of the motor. Sliding notch at the top of the motor now will no longer engage either. Pka case.

Manufacturer narrative:
Reported event: anspach emax 2 plus burr motor was leaking a black fluid and sliding notch at the top of the motor now will no longer engage. Method & results: -device evaluation and results: device evaluation was performed and the anspach emax 2 plus burr motor event was not confirmed. The anspach emax 2 plus burr motor made loud bearing noise and started to smoke (75,000 rpm's). -device history review: not performed as the anspach emax 2 plus burr motor is an OEM product. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding anspach emax 2 plus burr motor was leaking a black fluid and sliding notch at the top of the motor now will no longer engage failure of p/n: 110940, s/n: (B)(4). There have been no other similar events for the referenced serial number. Conclusions: the anspach emax 2 plus burr motor is an OEM device. Upon receipt, the anspach emax 2 plus burr motor was bench evaluated by milien jean charles (sr. Technician, robotics) and the reported event was not confirmed. Anspach emax 2 plus burr motor made loud bearing noise and started to smoke (75,000 rpm's). Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time.

Event description:
Vafter burring staff noticed that anspach motor was leaking a black fluid, appears to be an oil of some sort from the inside of the motor. Sliding notch at the top of the motor now will no longer engage either. Pka case.